Event description:
It was reported that after an open procedure on the descending colon, leakage occurred. The patient fevered and the leakage was found. The drainage was placed, follow up, and discharged from the hospital. At the initial operation, the device was used on fee, and the staple height of 1st firing on side-to-side anastomosis was gold, 2nd firing on closure was green. The device was used on the hilum lienis, and it was a difficult case. The bifurcation part, closed end, and the overlapping staples were reinforced with the suture. No further information is available.

Manufacturer narrative:
(B)(4). Batch#: unknown. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: was there any difficulties with device intraoperatively to include staple formation? No. Was there an alleged deficiency with device that led to the leak or patient factors? There is no deficiency with device during the procedure. Dr suspected that there was any of the device deficiency, because the leak occurred in 3 cases. Can surgeon elaborate on what made it a difficult case? Dr didn't tell us additional deta. What two structures were being connected? The devise was used for colon descendensanastomosis. Can the surgeon provide additional details for the use of the device on the splenic hilum? Dr didn't tell the sales lep additional details." This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.